Event description:
During an acdf (anterior cervical discectomy and fusion) the surgeon used the cslp counter-torque wrench for final tightening of the 1.8mm locking screws in the expansion head screws. Two of the prongs in the counter-torque wrench broke off in the expansion head screw. The broken pieces were retrieved without further incident or delay and the procedure was completed and the surgeon closed. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of the device history record showed that the product conformed to all requirements. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device manufacture date had a second date: 5/8/2006. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates the material of the countertorque wrench bit was confirmed to be correct; the heat threat could not be verified due to the part¿s geometry. The length and diameters of the part were confirmed to be within specifications. Device was used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
Additional narrative: product development evaluation was conducted. The report indicates that the counter wrench (part # 324.067) was returned with a complaint category of "broke during insertion/removal" due to two broken prongs on the distal (working) end of the instrument. The purpose for the counter wrench is to provide counter torque during the insertion and tightening of the locking screw. The returned part was manufactured on 03/24/2006 (lot #uq57871) and is approximately 7 years old. The prongs of the counter torque wrench are designed to mate with the csl expansion head screw and have a small cross section as a result. Once inserted into the screw, the prong will hold the screw in place providing counter torque while the locking screw is inserted into the expansion head screw. Per review of design, the design and material is adequate for intended use. The most probable root cause is the product may have been inserted off axis and not fully seated, as evidenced by the breakage of two prongs. Lastly, based on the probability of occurrence, severity of harm, review of the technique guide, and probable root cause, the disposition of this complaint from a design perspective is indeterminate. Corrected date of event from (B)(4) 2013.